Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 90% stenosed lesion was located in a severely calcified distal right coronary artery (rca). The lesion was predilated with a 2.0 x 20 mm maverick balloon and the physician attempted to place a taxus express2 2.5 x 20 mm drug eluting stent but was unable to cross the lesion. The lesion was again predilated with the 2.0 x 20 mm maverick balloon. The 2.5 x 20 mm taxus express2 stent was then deployed; however, the physician encountered withdrawal resistance while attempting to remove the stent delivery device (sds). The balloon was stuck to the stent. The balloon was reinflated to 12 atm's, deflated to zero and pulled negative; however, the balloon did not release. The balloon was reinflated again to 16 atm's, deflated to zero and pulled negative again and then the guide deep seated to the mid portion. The balloon was completely deflated but was still stuck to the stent. They attempted to use another guide catheter, but the sds was still unable to be removed. The physician then used another guide catheter and the wire was removed and with some manipulation, the balloon was able to be removed as well. Angiography was performed and "everything was fine". No pt complications occurred. Pt's status is satisfactory.